Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and unknown right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Pace impedance measurements were also noted to have increased but remained within normal limits. Boston scientific technical services (ts) provided suggestions for additional system assessment. No adverse patient effects were reported. This system remains in service.